Manufacturer narrative:
The monitor and electrode belt passed all incoming functional tests. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. A review of the patient's ECG recordings surrounding the alleged event is currently underway. A supplemental report will be submitted upon completion of the investigation. There were no reported adverse events resulting from the alleged event.

Event description:
Zoll manufacturing corporation was notified of an allegation that the lifevest failed to detect several episodes of ventricular tachycardia (vt) for a (B)(6) patient. The event was reported by the patient's doctor. The doctor alleged that the patient was wearing the lifevest while being monitored by hospital telemetry. The doctor reported that the patient had several episodes of vt at 140 bpm between 4:00 and 7:00pm on (B)(6) 2017 that the lifevest had failed to detect. There was no reported death or serious deterioration in the patient's state of health resulting from the alleged event. There was no report of any required medical intervention to prevent death or a serious deterioration in the patient's state of health. The patient was offered replacement equipment and continues use of the lifevest.

Manufacturer narrative:
Follow-up report - device evaluation (08/25/2017): clinical analysis of the continuous ECG data stored on the monitor confirms the patient experienced six episodes of ventricular tachycardia above the physician prescribed vt treatment threshold (120 bpm) on (B)(6) 2017 and (B)(6) 2017, but was not treated. The first episode of vt (140 bpm) lasted 12 minutes, from 05:31:42 to 05:43:38 pm on (B)(6) 2017. No treatment sequence was initiated despite the rate exceeding the prescribed vt threshold (120bpm). The second episode of vt (140 bpm) lasted 16 minutes, from 11:27:40 to 11:43:46 am on (B)(6) 2017. A treatment sequence was initiated; however, the response buttons were pressed 6 seconds after the start of the vt and the device exited the treatment sequence. No treatment was delivered. The patient's rhythm transitioned to a sinus rhythm at the end of the second episode. The third episode of vt (140 bpm) lasted for 16 minutes, from 02:49:13 to 03:05:31 pm on (B)(6) 2017. A treatment sequence was initiated; however the response buttons were pressed intermittently between 02:49:32 and 03:04:53pm, preventing a treatment from being delivered. The patient's rhythm transitioned to a sinus rhythm at the end of the third episode. The fourth episode of vt (150-210 bpm) lasted for 12 minutes, from 03:31:16 to 03:34:13 pm on (B)(6) 2017. No treatment sequence was initiated despite the rate exceeding the prescribed vt threshold (120bpm). The patient's rhythm transitioned to a sinus rhythm at the end of the fourth episode. The fifth episode of vt (140-200 bpm) lasted for 3 hours and 29 minutes, from 04:13:28 to 07:42:25 pm on (B)(6) 2017. As reported by the patient's doctor, no treatment sequence was initiated between 4:00 and 7:00pm. A treatment sequence was initiated at 07:40:55 pm; however, the response buttons were pressed intermittently between 07:40:59 and 07:42:04 pm, preventing a treatment from being delivered. The patient's rhythm transitioned to svt at the end of the fifth episode. The sixth episode of vt (140-210 bpm) lasted for 23 minutes, from 07:44:23 to 08:07:31 pm on (B)(6) 2017. No treatment sequence was initiated despite the rate exceeding the prescribed vt threshold (120bpm). The patient's rhythm transitioned to a sinus rhythm at the end of the sixth episode. An engineering investigation into the root cause of the event was conducted. The evaluation indicated that there was no device malfunction associated with the event. The lifevest detection algorithm primarily uses heart rate and morphology analysis to identify a treatable arrhythmia. If the rate exceeds the physician prescribed vt or the vf threshold, the algorithm then proceeds to a morphology analysis comparing the patient's normal rhythm baseline template obtained during device setup to the current qrs morphology. The periods during which the telemetry identified vt, but the lifevest did not initiate a treatment sequence, was due to the lifevest detection algorithm arrhythmia criteria not being met. While the patient's rate of vt did exceed the programmed threshold, the qrs morphology of the arrhythmia matched the patient's baseline template. The investigation indicates that the detection algorithm operated as designed. Monitor sn (B)(4) and electrode belt sn (B)(4) were returned for evaluation at the distributor. Upon receipt, both the monitor and electrode belt were found to be fully functional. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The monitor and electrode belt passed all incoming functional tests. Incoming functional tests include a check of response button functionality and the ability of the device to acquire an ECG signal and deliver five full energy (150j) biphasic pulses. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The two response buttons were confirmed to be fully functional. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The review of the downloaded software flag files did not reveal any fault flags or patterns of flags to indicate a device malfunction that would have contributed to the event. There was no adverse event resulting from the reported event. There was no death or serious deterioration in the patient's state of health resulting from the event. There was no report of any required medical intervention to prevent death or a serious deterioration in the patient's state of health. The monitor and electrode belt passed all incoming functional tests. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. A review of the patient's ECG recordings surrounding the alleged event is currently underway. A supplemental report will be submitted upon completion of the investigation. There were no reported adverse events resulting from the alleged event.

Event description:
Zoll manufacturing corporation was notified of an allegation that the lifevest failed to detect several episodes of ventricular tachycardia (vt) for a (B)(6) patient. The event was reported by the patient's doctor. The doctor alleged that the patient was wearing the lifevest while being monitored by hospital telemetry. The doctor reported that the patient had several episodes of vt at 140 bpm between 4:00 and 7:00pm on (B)(6) 2017 that the lifevest had failed to detect. There was no reported death or serious deterioration in the patient's state of health resulting from the alleged event. There was no report of any required medical intervention to prevent death or a serious deterioration in the patient's state of health. The patient was offered replacement equipment and continues use of the lifevest.